Event description:
It was reported in the journal of cardiovascular interventional radiology that the patient suffered a dissection during the predilation stage of the procedure. However after the stent was successfully implanted in the left vertebral artery the dissection disappeared. The patient had no new neurological deficits following this event. No other information was provided.

Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(6) 2007 and (B)(6) 2010.